Event description:
Facility reported overinfusion of fentanyl. The 250 ml bag with unknown amount of fentanyl was hung on channel a, approximately 11:00 pm to infusion at 5 ml/hr and was found empty approximately 11:15 pm. Patient treated with unknown amount of narcan. Further details of event and pt response requested but not provided. Event logs rec'd. Investigation is ongoing. Follow-up report will be filed when investigation is completed.

Manufacturer narrative:
Patient info requested and all available info is included in section a and b.